Event description:
The pt called with an alarm during dwell 3 of treatment. Pt stated the tubing connected to the supply bag was leaking and she could feel a little hole on the tubing where it was leaking. Pt's effluent was cloudy following the incident and she was given antibiotics. Sample is available.

Manufacturer narrative:
Medical records have been requested and have not been received as of this date. The plant investigation is ongoing. A supplemental report will be submitted at the conclusion of the investigations.